Manufacturer narrative:
Other relevant device(s) are : product ID 306001, lot#/serial# : unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
2021-jun-04 (B)(4): information was received from a trial patient who was using an external neurostimulator (ens) for non -obstructive urinary retention and fecal incontinence. It was reported that patient commented how "it feels like its making it worse". Patient also stated that she switched sides because the right side was irritating. Additional information was received from the patient (B)(6) 2021 patient said she partially pulled the wire out today getting out of the car. It shifted itself, and now its pinching. Patient also referred to stimulation as "a buzzing feeling 100% of the time". No further complications were reported/anticipated at this time.